Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded false episodes of atrial tachy response (atr) and ventricular episodes due to noise oversensing. Technical services (ts) was consulted, and all system parameter were noted to be in range. It was determined that the noise correlated with a surgical procedure, thus it was suspected that electromagnetic interference (emi) from electrocautery caused the noise. No adverse patient effects were reported. This device remains in service.